Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of dyspnea is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021 the patient presented with a non-st elevated myocardial infarction (nstemi) and two (3.0x15mm and 3.5x12mm) xience sierra stents were implanted. On (B)(6) 2021, the patient was re-admitted with unspecified cardiovascular symptoms and shortness of breath. Unspecified treatment was provided and the final patient outcome is not known. No additional information was provided.